Manufacturer narrative:
Additional information; b5 - reported as; a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced uveitis (ugh) and pigment dispersion. Medication was prescribed. Lens remains implanted. Diagnostic cultures have not been reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. - correct to: a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced uveitis (ugh) and pigment dispersion. Medication was prescribed. In a separate visit the lens was explanted and problem resolved. Diagnostic cultures have not been reported. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. H6 - impact code(f) - also report; 4627. Correct data: b2 - reported as; other serious or important medical events - correct to; required intervention to prevent permanent impairment/damage. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced uveitis (ugh) and pigment dispersion. Medication was prescribed. Lens remains implanted. Diagnostic cultures have not been reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - impact code: 4644 - maxidex (qid), nevanac (tds), timocomod (db) h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narravtive: iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.